Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device evaluated by manufacturer? Not returned.

Event description:
Dr reports patient a status post left total hip done on (B)(6) 2020 had a fall which pushed the cup through the medial wall and caused a dislocation. Dr requested to revise both the cup and femoral side. All implants were removed. A new tritanium cup mdm liner restoration modular stem and head were implanted per surgical technique. Update per sales rep: because the stem had been in situ for only 2 weeks, the surgeon decided to remove it in order to have better access to the acetabulum. Rep confirmed there are no allegations against the revised stem.